Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer has been reaching 450mg/dl-580mg/dl with ketones. The customer treated with injections. The customer's current blood glucose was 395mg/dl. The customer encountered nausea, difficulty breathing and blurred vision with high ketones. Customer also mentioned air bubbles in reservoir. Customer reported insulin exited at the quick release. No bent cannulas were noted. The customer was advised a tubing clamp will be sent to perform test, replacement reservoir and infusion set. Customer stated her high blood glucose could be cause due to stress.